Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. (UDI and catalog), operator of device, reported to FDA, and 510k number are unknown. No product information has been provided to date..

Event description:
It was reported that pump exhibited no disposable, pump won't run alarm. No patient injury reported.